Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was not charging beyond 9 joules with the 200 joule setting. This was reported to only occur intermittently and was observed during testing. There was no patient use associated with the reported device issue.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.